Event description:
The customer reported that an mx800 monitor did not alarm a red invasive blood pressure alarm.

Manufacturer narrative:
(B)(4). The customer reported that an mx800 monitor did not alarm a red invasive blood pressure alarm. Based on the available info, on (B)(6) 2012, between 6:00-7:00 a.m. The pt on the ICU ward had anoxia. Before the anoxia occurred, the pt lost the spo2 sensor. The technical alarm ¿no spo2 sensor¿ had been silenced and the spo2 sensor was not reattached. Due to the anoxia the blood pressure decreasing and a yellow invasive blood pressure alarm occurred, which had been silenced again. The monitor is configured to realarm after 3 min (not remind), which the customer did perform, but the realarm was silenced again. After the third realarm, the nurses became aware of the pt situation and noticed that the blood pressure was down to 50. The pt needed to be reanimated, which was successful. It is unk if the pt suffered a permanent injury due to the anoxia. The pt heart rate did not go down and was around 50 bpm the whole time, which did not lead to an alarm from the ECG measurement. There are no printouts or alarm stripes available. Due to the reason that no red alarm occurred, the error logs at the central station are not useful, even though the user stated that they silenced the yellow blood pressure alarms. The nurses stated, that usually a red invasive blood pressure alarm should have occurred, which the monitor did not announce. The monitor has been checked by the hospital¿s biomed dept and the local philips sales rep and found to be working to the specifications. All alarms have been announced. During the tests it was found that the ward uses the transport concept with x2 together with the emergency room and the operating room. The mx800 monitors at the ICU are configured to upload the trends and the parameter settings from the according x2 which is attached to the monitor. The pt was transferred with an x2 monitor from the operating room. The x2 had the extreme alarm limits for the specific press label, which was abp, deactivated. The host monitor took over this setting from the x2 due to its configuration. This could be clarified because the monitors profile had not been reloaded since the pt incident and the extreme alarm limits were still deactivated. After reloading the host monitors profile, the extreme alarm limits for the invasive blood labels abp and art were active. The nurse had not been aware of the fact that they had to reload the parameter settings in the profile to have the behavior that they expected at the host monitor. As a workaround, each time a transferred pt arrives at this hospital¿s ICU, the monitors standard profile will be reloaded. The monitors will be reconfigured within the next two weeks, the nursing staff works together with a local field service engineer (fse) to adapt the configuration. Per the report it is considered that the monitor alarmed correctly and as specified, the nurse silenced the announced yellow alarm but she then expected a red alarm, which would not come due to the customer¿s configuration. Generally, for issues when parts in the device having failed to function properly, it should be noted that a lack of pt data at the host monitor would be (and was) obvious to users during close observation anyway, as described in the labeling. The instructions for use (part number (B)(4)) describes on pg 49 personal surveillance and how to check the application site regularly. This would allow the user to implement alternative methods of monitoring (if not already applied) per hospital protocol, and/or to troubleshoot the monitor. Instructions for use (part number (B)(4)) pg 49 warning: do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining add¿l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.